Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion. It was reported that the patient may be experiencing a potential allergic reaction to the metal in the hardware. No additional patient complications have been reported. No revision has been scheduled as of yet.